Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose sensor failed to pair with the ilet, resulting in cessation of automated dosing and repeated ¿start sensor¿ prompts despite code re-entry, magnet swipe, bluetooth verification, and ilet restart. Symptoms included no adverse clinical effects, with capillary blood glucose measured at 130 mg/dl. Outcomes included interruption of cgm data to the ilet and a recommendation to replace the sensor and contact the cgm manufacturer, while the user planned to seek clinical guidance for therapy management. Investigation included technical troubleshooting and user education. Investigation of this case revealed unsuccessful sensor-to-ilet pairing without identifiable device damage or user error. It was concluded that the event involved a cgm pairing failure with the responsible device not confirmed and that replacing the sensor was warranted.